Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. There was no button error alarm noted. They were unable to verify the failed battery test due to the button/keypad anomaly. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and a minor scratched display window.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 170 mg/dl. Customer stated that when the button error alarm goes away, the failed battery test appears. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.